Manufacturer narrative:
.

Event description:
An employee reported, a hydrogen peroxide contact after handling a tyvek pouch containing a broken cyclesure bi. The employee complained of pain, white discoloration, and a burning sensation of the right middle finger tip. The employee ran their hand under water. The employee did not seek medical attention or receive treatment. The contact sight cleared within one day.